Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. Customer was assisted with blank display troubleshooting. Customer's blood glucose was unknown at the time of the incident. Customer reported was not damaged, not exposed to moisture, and had recommended batteries. New batteries were inserted and the display did not return. Customer's blood glucose was checked and it was at 386mg/dl but customer declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer called back and stated display returned after several hours but had alarmed unexpected restart during normal insulin pump use. The customer was advised to monitor insulin pump and continue use until replacement arrived. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm noted. The insulin pump was monitored for several days and no blank display anomaly noted, however moisture damage found on the lcd board. No damage found on interface board. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.